Event description:
It was reported that during a routine check, loss of capture and poor sensing were observed. The asymptomatic patient was not pacemaker dependent. Dislodgement was observed under fluoroscopy. The physician suspected the dislodgement resulted from a high amount of upper body motion. The patient was brought into surgery for repositioning, but during the surgery, the helix was unable to extend. The lead was explanted and replaced. The patient was not symptomatic from the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.